Event description:
Customer's family member reported that the customer was hospitalized due to the meter reading inaccurately. Customer was reported to be in shock, not responding to light, and saying things that didn't make sense. Customer's meter read 80,81 and 80mg/dl. Approximately one and a half hours later, the paramedics were called and a test was taken on their unknown brand meter with a result of 37mg/dl. Paramedics provided food to the customer and transported them to the hospital the freestyle readings reported by the customer were not consistent with their reported system.